Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie lid failed to open. The field service engineer (fse) identified a hardware failure error on pas es mini drawer 1, where mini drawers 2.1 and 2.5 were unable to open properly. The fse was able to manually pull out the pas es drawer and remove medication debris that had been obstructing mini drawers 2.1 and 2.5. Once the debris was removed, the drawer was successfully recovered, and the hardware failure error was no longer present. A final hardware test application test was administered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, one of the cubies was not responding. The customer stated that restart, reset, and recovery attempts were performed, but the issue was not resolved. They confirmed that the drawer itself was functioning properly, but the cubie was experiencing an issue. The customer further reported that the cubie lid had failed, causing the drawer to become jammed. The issue was identified in main drawer 1.5, pocket 1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.